Event description:
The healthcare professional and the manufacturer representative reported that the patient had spine surgery two years ago and stopped using her therapy. The pain healthcare professional requested that the battery be ¿brought back¿ to see whether the patient could get any relief. It took approximately three hours and two trickle charges before the patient¿s settings could be reprogrammed. No impedance tests were performed. It was noted that the patient was currently on inverse high density (hd) settings. It was unknown whether the reported issue was resolved at the initial time of report, and the patient¿s status was alive with no injury. Surgical intervention was not performed or planned as of (B)(6) 2016. Additional information was received from the manufacturer representative regarding an appointment on (B)(6) 2016 to evaluate the patient¿s therapy. It was reported that the patient had inadvertently turned off her stimulation, and did not realize stimulation had not been on. The patient had been charging daily, yet had no signal (zero black boxes). The manufacturer representative asked the patient to come into the clinic again for reprogramming on (B)(6) 2016 to see what happened when the therapy was on. It was determined that the patient had a very hard time understanding charging process and on/off function since her implant. On (B)(4) 2016, the manufacturer¿s representative (rep) reported the consumer wished to have an explant. Therapy had not been therapeutically effective, and once the implantable neurostimulator (ins) was revived the consumer continued to have difficulty recharging the ins after weekly meetings to review this. The physician was likely going to explant, but the rep. Didn¿t know if there was an explant date at this time. The rep. Thought the consumer was going to be meeting with the physician around (B)(6). Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.